Event description:
It was reported that the compressor stopped working. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported compressor was examined at the hospital by our service technician. The inspection of the mains inlet revealed that both fuses were blown. The fuses were replaced and the compressor could regain a normal function. After a successful function check, the compressor was returned back to service. Further investigation has not been performed but earlier investigations determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power, bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system, chemicals used from cleaning the device (by spraying) causing corrosion and as a second effect bad connection, dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. This event was identified in a retrospective review of service orders. (B)(4).